Manufacturer narrative:
The initial MDR 2517506-2017-00292 was filed on march 21, 2017. Additional information (04/13/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data, which was consistent with a sample specific issue. The instrument data indicated acceptable precision of system check parameters, precision and calibrator recovery for calibration, and quality control recovery. No error codes were recorded. The instrument data also indicated that the source lamp wavelength measurements had trended down and were below the recommended ranges. This was resolved by the siemens customer service engineer, while he was at the customer site. The hsc specialist stated that the issue with the source lamp would not cause the discordant results.

Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that their quality controls were acceptable on the day discordant results were obtained. A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument, the cse verified alignments of all the probes, calibrated cuvette temperature and replaced and aligned the photometer lamp. The customer ran quality controls, which were acceptable. The cause of the discordant, falsely elevated ldi results on three patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated lactate dehydrogenase (ldi) results were obtained on three patient samples. The initial result only for sample ID (B)(6) was reported for the physician(s), who questioned it. The samples were repeated on the same instrument, resulting lower and matching the clinical picture of the patients. The corrected result was reported for sample ID (B)(6) and the repeat results were reported for sample ids (B)(6). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ldi results.